Event description:
User reported the needle that punctures the preclean reagent bottle was bent and did not puncture the septum of the preclean bottle, causing the reagent to leak onto the floor when the user removed the bottle from the instrument. No one was harmed and no pt samples were involved. The field service representative determined the cause to be a broken preclean needle, and replaced needle. Performance tests were performed and within specification.